Event description:
According to the facility, 'the nurses had an issue with the lipid filter clogging and the baby not receiving the appropriate lipids'.

Manufacturer narrative:
According to the facility, 'the nurses had an issue with the lipid filter clogging and the baby not receiving the appropriate lipids'. The sample was not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.